Manufacturer narrative:
The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. Visible blood was seen inside the balloon and no external damage was noted. Due to visible blood the device was not leak tested, or functional tested with a smartfreeze console. The polarx device was dissected and found to have blood inside of the outer balloon return line coming from the manifold. The outer balloon line was completely occluded with blood preventing leak detection through inflation. Attempts were made to break the occlusion free, however the occlusion could not be broken. As a result, the catheter was cut 3 times closer to the balloon to access the outer balloon vacuum line past the occlusion. This was not possible because the entire vacuum line appears to be completely occluded with dried blood. The balloon itself was inspected and a hole was located near the distal end of the balloon. Based on the available information, boston scientific's investigation findings determined that the cause of the reported blood detection error was due to component failure. Analysis found that the allegation was confirmed. An outer balloon breach was found which would allow fluid to ingress and result in a blood detection error.

Event description:
Reportable based on analysis completed on 16nov2023. It was reported that during a procedure a polarx catheter was selected for use, however, before re-sheathing to move to the right side veins, while working the left inferior vein, the system stopped the ablation with the error message error 1-00004000-2 blood was detected in the catheter after deflation on the 7th application. All previous multiple applications were made on left-sided veins with difficult anatomy to occlude. In order to resolve the issue, the device was replaced, and the issue was resolved. No visible blood was observed in the catheter. The procedure was completed. No patient complications were reported. However, analysis of the returned device revealed a breach in the outer balloon and blood within the balloon.